Event description:
It was reported that during a clinic visit, the health care professional (hcp) noted that the lead safety switch (lss) from bipolar to unipolar configuration was triggered due to this left ventricular (lv) lead exhibiting high out of range pacing impedances. Technical services (ts) reviewed the daily impedance measurement reports and confirmed that the lv lead impedances measured to be greater than 2000 ohms which is considered to be out of range. The hcp reported the physician had ordered chest xray images and was waiting on the imaging results. Ts discussed programming configuration options with the hcp. At this time, the hcp remains in service. No adverse patient effects were reported.